Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the start-up countdown got stuck at 00:00. Review of the system log file showed that the user message: the collision sensor is defective. Upon further troubleshooting action, fse found that the sensor 04 and 07 on tube cover is causing the issue. Fse replaced the bib (bodyguard interface box) board and tube bodyguard sensor and calibrated the system. After which the system was returned to good working condition. The codes were updated based on the investigation outcome. The evaluation method code were corrected.

Event description:
It has been reported to philips that the start up countdown got stuck at 00:00. The device was not in clinical use. No harm was reported. Philips has started an investigation of the complaint.